Event description:
The customer stated that she was hospitalized due to high blood glucose levels. The reported blood glucose reading was 430 mg/dl. Numerous attempts were made to contact the customer to attain additional information on the hospitalization and to perform troubleshooting, but the customer could not be reached. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.